Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue. The fse replaced the integrated electrosurgical generator unit (iesu) to resolve the reported problem. The system was tested and verified as ready for use. Isi received the iesu involved with this complaint and completed the device evaluation. Failure analysis of the iesu with an in-house system in normal mode and confirmed a component failure.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, monopolar energy was not working from the integrated electrosurgical generator unit (iesu), and error code c-34 was displayed. Prior to contacting intuitive surgical, inc. (Isi) technical support, the customer had changed out the instrument energy cable and instrument; however, the issue persisted. The isi technical support engineer (tse) walked the customer through power cycling the iesu. This did not resolve the issue. The tse confirmed with the customer that there was no magnetic interference from any of the computed tomography (CT) scanners or other connected generators. It was noted that the site did not have a backup generator to use. As a result, the vision side cart (vsc) was replaced with another one. The procedure was converted to another da vinci surgical system with no reported injury.

Manufacturer narrative:
Investigation results by the original equipment manufacturer: the c-34 error was generated on startup. Troubleshooting led to a malfunction of the hf generator printed circuit board and once replaced, the mentioned error ceased.

Event description:
Refer to h10/h11 for follow-up information.